Event description:
Customer complaint: limited data available. Customer complained of device caught on fire.

Event description:
Customer complaint : limited data available. Customer stated that their heating pad caught fire.